Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 10jun2019. The manufacturer¿s international service technician confirmed the reported issue. The customer has not yet approved the budget for repair of the equipment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the on/off switch is faulty, they are unable to switch on the equipment. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.